Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0101918v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3387-40, lot# j0101918v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported the patient was hospitalized for a month due to a severe infection after their implantable neurostimulator (ins) depleted. The ins had reached normal battery depletion and was replaced. The patient was currently in a rehabilitation hospital and the ins replacement had taken a toll. The patient's indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.